Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The delivery system was visually inspected. The proximal end of the balloon shaft was damaged due to return shipping of the device. A kink was present and one of the pad-printed markers was damaged. After functional testing, the balloon shaft strain relief was removed and a break was observed on the balloon shaft. The break is at the location distal to the y-connector. No other abnormalities were observed. During functional testing, with the strain relief in place, a leak was observed during balloon inflation as fluid was observed exiting from under the strain relief distal to the y-connector. The balloon shaft outer diameter (od) distal to the y-connector bond met specification. The most relevant work orders for this reported complaint event did not identify any issues that would indicate the complaint was the result of a manufacturing non-conformance. No IFU/training deficiencies were identified. A review of complaint history from (B)(4) 2015 to (B)(4) 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). In addition, a review of complaint history for the month of (B)(4) 2016 revealed that the occurrence rate for the trend category of commander delivery system leakage exceeded the trend category control limits. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. The complaint for delivery system leakage was confirmed as a break in the balloon shaft adjacent to the y-connector was observed. A CAPA has been opened to investigate and implement necessary corrective actions. The investigation did not reveal any evidence to support an edwards lifesciences manufacturing process contributed to the issue. This crack could only be duplicated when the balloon shaft was subjected to a sudden compression load, which is not representative of clinical use conditions. The issue was determined to be related to the fracture of the balloon shaft of the delivery system at the reflow joint. As detailed in the CAPA file, ¿inadequate product design¿ for this failure mode was identified as a root cause. The design of the shaft is owned and was developed by edwards lifesciences; however, balloon shafts are manufactured by an outside supplier. The manufacturing configuration of the component was determined to have likely contributed to the crack. A modification to this manufacturing configuration was identified as a preventative measure. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. Of note, the CAPA is currently in the control phase. Corrective actions included a change to the balloon shaft¿s material configuration to prevent further occurrences of fracture. This unit was manufactured prior to the implementation of the balloon shaft configuration design corrective action.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), at the implant of a 29 mm sapien 3 valve by tf approach, a leakage was observed on the commander delivery system, during deployment of the valve. Compression was held over the leakage, and the team continued to use several syringes in order to fully deploy the valve. Finally, the valve had to be post-dilated with a 26 mm non-edwards balloon in order to fix it.